Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown) has been confirmed. Upon evaluation, there was contamination inside the monitor which corroded the j502 connector and the jtag board. The cause of the abnormal shutdowns is the damaged j502 and the jtag board. The cause of the damage is corrosion. The cause of the corrosion damage is contamination. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) male to exchange his monitor. The pt's download revealed three abnormal shutdowns. The pt was issued a replacement monitor.